Event description:
A materials manager reported that during a vitrectomy procedure the vitreous probe worked intermittently. The probe was cutting and aspirating, but the cutting quality varied, and the surgeon changed the probe and completed the procedure with no patient harm.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. The device history records (DHR) for the lots were reviewed. No abnormalities that could have been contributed to the customer complaint issue were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).